Event description:
It was reported that a homechoice machine experienced a system error 2240 (air in line). This occurred during therapy in dwell cycle 3 of 4. A technical services representative assisted the patient in clearing the alarm and advised them to start therapy over with new supplies. There was patient involvement; however, there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device or any additional relevant information become available, a supplemental report will be submitted.